Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument's head was separated from the shaft. Last used was on (B)(6) 2025. There were no intraoperative problems with this instrument. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is not attached to the main tube. Common causes of the failure mode dislodged instrument proximal clevis are typically attributed to mishandling/misuse. Dislodged from mishandling/misuse may include applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. The instrument was found to have a broken grip cable at the grip hub. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Common causes of broken distal instrument grip cables, whether partial or full, are commonly attributed to damage to the cable through external factors. The instrument was found to have a broken distal pitch cable at the proximal clevis hole. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Common causes of broken distal instrument pitch cables, whether partial or full, are attributed to damage to the cable through external collisions, during transport and/or storage, during use, or during reprocessing.